Manufacturer narrative:
On (B)(6) 2015 tandem technical support followed up with the customer to check on their status: the customer was using contact detach, and was not having any more issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been struggling with elevated blood glucose levels this past week. The customer woke up with a bg level of 348 mg/dl, took a bolus, and stayed between 160-190 mg/dl. The customer changed out the cartridge/ tubing/ site, but continued to have high bgs. Bg levels were at 223 mg/dl today. The customer's contact believed that the issue could be associated with the fact that the customer is lean.